Event description:
This is the same event and the same pt reported under MDR ID #2939859-1999-00271. (Collagen corporation #1026324). This MDR is being submitted for the first skin test event. A physician reported a pt who was skin tested on the inner aspect of the left forearm in 1999. The physician initially described the event as a systemic atopic dermatitis, unrelated to the pt's collagen skin test. The pt's symptoms included itching and redness on the arms and face. On 20 aug 1999 the pt was treated topically with triamcinolone cream, which was ineffective, and oral claritin, which was effective. The symptoms resolved by 10 sept 1999. On 1 dec 1999, the physician reported that the pt had had both local and systemic symptoms which were related to the collagen skin test administered in 1999. The diagnosis was hypersensitivity.